Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02223.related manufacturer reference number: 3006705815-2019-02224.

Event description:
Related manufacturer reference number: 3006705815-2019-02223. Related manufacturer reference number: 3006705815-2019-02224. It was reported during follow up the patient was explanted due to infection and reduced wound healing at the incision site. The infection has resolved post explant.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02223. Related manufacturer reference number: 3006705815-2019-02224. It was reported the patient showed signs of infection. As a result the patients system was explanted on an unknown date.